Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy and choledochectomy with stone removal under general anesthesia, the doctor sutured the common bile duct with sutures. However, the junction of the needle and the suture was broken when the second needle was used for suturing. The needle detached from the suture. Another suture was again. Operation was extended to 30 minutes or more. There was no patient injury.